Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a wound on his back caused by the lifevest. The wound was described as a sore 80% pink and weeping due to constant pressure. The patient was reportedly prone to skin irritations due to patient's health condition. There was no alleged device malfunction. The patient's nursing staff applied a bandage/dressing and medihoney. The patient's skin was reported as improved.